Event description:
My new tandem pump (with control iq) continued to dispense insulin during exercise, despite using a temporary profile with reduced insulin, which caused severe low blood glucose (40). I needed help to find some food with sugar, otherwise I would have passed out. In other words, control iq overrode my reduced insulin. It's predictive features are not sufficient to account for strong exercise. The 'exercise' feature does not account for the extremely fast declines in blood glucose that can actually occur with exercise. There needs to be warnings about this. FDA safety report ID# (B)(4).